Event description:
Pt developed wound dehiscence post chronic achilles tendon repair with orthadapt augmentation (one bioimplant used anteriorly and one posteriorly). During a subsequent exploratory surgery, it was noted the lower part of the posterior graft was not secured with the native tissue, which appeared necrotic; at that time, that piece of the graft was removed and replaced with a new orthadapt bioimplant. Additionally, cultures taken during the exploratory surgery tested positive for growth; the pt was treated with antibiotics.

Manufacturer narrative:
The dates of implant, symptom onset and the exploratory surgery were not provided. Additionally, the culture results and the source of the infection were not provided. The case assesment, based on the provided information, could not determine the specific cause of the event; however, it is likely that graft fixation method, poor native tissue and infection were factors in the event. The product lot number was not provided to the manufacture. The manufacturer of the device at the time was pegasus biologics, inc.